Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When the guide wire crossed the septum, and the steerable guiding catheter (sgc) was in the right atrium (ra); thrombus was noted in the ra on the guide wire. Thrombus was removed along with the guide wire and aspiration was performed. The procedure was aborted. No clips were implanted. Mr remains 4. There was no clinically significant delay during the procedure. No treatment was performed for thrombus. The patient will be sent for a hematology consult. It is the physician's opinion that the mitraclip devices or mitraclip procedure did not cause or contribute to the thrombus. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombus in this incident cannot be determined. It should be noted that the reported patient effect of emboli (thrombus), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.